Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm (68mm) using a gore® excluder® aaa endoprostheses. Final angiography identified a distal type I endoleak from the right iliac extender endoprosthesis. Additional ballooning was performed, but the endoleak remained. The physician decided to monitor the endoleak. It was reported that on (B)(6) 2020, the follow-up exam showed the remaining distal type I endoleak and a suspected type ii endoleak originating from median sacral artery and lumber artery. The aneurysm sac appeared to be enlarged. The diameter of the aneurysm at this time was 78mm. On (B)(6) 2020, a reintervention was performed. The patient had an opened abdomen for preparation of the aneurysmorrhaphy. During this procedure, it was observed that the iliac extender endoprosthesis which was implanted in the right common iliac artery moved into the aneurysm (migrated). An additional iliac extender endoprosthesis was implanted distally to the initial iliac extender endoprosthesis. After the touch-up ballooning, the distal type I endoleak still remained. The physician attempted to perform banding of the right limb. The open surgery was already prepared for the aneurysmorrhaphy. During the banding procedure, additional iliac extender endoprosthesis moved into the aneurysm. The physician abandoned the banding procedure and removed additional iliac extender endoprosthesis. The distal end of the initial iliac extender endoprosthesis was sutured to the right common iliac artery. The aneurysmorrhaphy was performed for the type ii endoleak. The patient tolerated the procedure.